Event description:
The patient received her scs system on (B)(6) 2010. It was reported that she is experiencing problems communicating with her ipg via the charging system. The patient was instructed on how to locate her ipg with the charging unit. F/u on this matter found that the alleged problem persists. The patient will enlist further assistance to properly charge her ipg. This report is being submitted as a precautionary measure as similarly reported events have led to the explant of the ipg.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.